Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
No blood glucose levels reported. The customer reported that the buttons on the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.